Event description:
Patient reported the insulin cartridges from this box are leaky during use. Patient stated insulin flows out between the cartridge plunger and the cartridge inside. Patient reported the cartridge plunger often gets stuck on the piston rod of the infusion device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.